Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirms no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: continuum tm cluster holes porous; item# 00-8757-056-01; lot# 61788312. Biolox delta ceramic taper liner, size kk / 40 i.d. For use with 56 mm o.d. Size kk shell; item# 00-8775-012-40; lot# 2523977. Ml taper, plasma sprayed, calcicoat, extended offset; item# 6577111120; lot# 61574077. Report source - foreign: united kingdom. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00082. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient underwent a total hip arthroplasty and approximately 10 years later had a dislocation of the right hip (operated side). Relocation was performed under sedation in a&e. Due diligence is in progress for this complaint; to date no additional information or product has been received.